Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. Visual examination of the lead did not find any anomalies. Electrical testing was normal.

Event description:
It was reported that the patient's left ventricular lead was dislodged. The lead was explanted and replaced as a result. The patient was recovering.

Manufacturer narrative:
Further information was requested, but not received yet.